Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, a small piece broke off the hemopro as it was inserted and had to be retrieved with the jaws of the hemopro. Other than that issue the customer continued to use the hemopro which functioned as expected. Customer is unsure where the small piece of plastic came from. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned. Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots 25156535, 25152484, and 25158273 the last 3 lots shipped to the account prior to the event/aware date. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, a small piece broke off the hemopro as it was inserted and had to be retrieved with the jaws of the hemopro. Other than that issue the customer continued to use the hemopro which functioned as expected.